Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the reported complaint for teflon pad damage. A visual inspection of the device found the teflon pad severely worn and exposing metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The device passed the probe check. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic laparoscopically assisted vaginal hysterectomy (lavh) procedure, the teflon pad dislodged after less than 5 activations. The intended procedure was completed by using an unspecified plasmakinetic (pk) bipolar device. No patient injury was reported. No additional information was provided.